Event description:
Reporter alleged obtaining an undosed results of 6 mg/dl and 8 mg/dl on the compact plus system, which is outside the reading range of 10-600 mg/dl for the system. It also could indicate possible missing or darkened segments. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test for undosed result due to strip not being transported for testing.67.

Event description:
Reporter alleged obtaining an undosed results of 6 mg/dl and 8 mg/dl on the compact plus system, which is outside the reading range of 10-600 mg/dl for the system. It also could indicate possible missing or darkened segments. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
Na